Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away at home. The caller did not know the specific cause of death; however, the caller mentioned that the customer's doctor noted heat, diabetes, and heart issues. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated that the customer did not have an illness leading to their death, but that the customer had difficulty controlling his blood glucose values. The customer also received a loose drive support cap notice but he had already died. The caller no longer has the customer's insulin pump.